Event description:
It was reported " frequent helium alarms". To continue therapy, the pump console was switched. No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4).UDI number unavailable as complainant did not report a lot number.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "frequent helium alarms". To continue therapy, the pump console was switched. No patient injurt or consequence reported. The patient's current condition is reported as "fine".